Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: a review of documentation including the complaint history, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. Cook found no evidence that the device was manufactured out of specification and has concluded that sufficient inspection activities are in place to identify related non-conformances prior to distribution. Design verification testing demonstrated that the affected product meets acceptance criterion and remains safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information provided from the user facility. (B)(4); therefore, cook has concluded that there is no evidence that non-conforming product exists in house or in field. Cook also reviewed product labeling. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿4.2 patient selection, treatment and follow-up zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. For sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a device from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use. Zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. For sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa. Endovascular graft family of products, refer to the appropriate instructions for use. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 17 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. The zenith spiral-z aaa iliac leg has not been explicitly evaluated clinically; however, its performance is represented by the zenith aaa endovascular graft iliac leg (a previous version of the device), which has not been evaluated in the folling patient populations: key anatomical elements that fall outside the sizing requirements specified in the appropriate main body or renu instructions for use. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques and imaging. Diameters: utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. 11.1.7 molding balloon insertion: expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. (Fig. 15). Withdraw the molding balloon to the ipsilateral limb overlap region and expand. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand (fig. 15). Remove molding balloon and replace it with an angiographic catheter to perform completion angiograms. 12.2 additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak; aneurysms with type iii endoleak; aneurysm enlargement, [greater than or equal to] 5 mm of maximum diameter (regardless of endoleak status); migration; inadequate seal length. Consideration for reintervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent reinterventions including catheter based and open surgical conversion are possible following endograft placement.¿ the complaint was able to be confirmed based off customer testimony. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant products: tffb-24-125-zt, zsle-13-56-zt, zsle-13-122-zt, j wire, 10fr sheath, terumo cobra, amplatz wire,14mm x 8mm plug, lunderquist wire. (B)(6). Occupation: unknown. Report source: other: (B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the patient underwent a successful endovascular aortic aneurysm repair (evar) on (B)(6) 2015. The physician made a transverse groin incision and noted a soft common femoral artery (cfa) that was "slung." The patient was given 5,000 units of heparin. The wires and sheaths were then placed and the main body zenith trifab was placed on the left side. An angiography run was completed to position below the renal arteries and a routine deployment sequence was completed. The zsle limbs were deployed and all junctions were ballooned. A completed angiography showed no evidence of endoleaks. The left internal iliac artery (iia) was covered, while the right internal iliac artery (iia) was patent. The cfa and skin incisions were sutured. No drains were inserted. On (B)(6) 2017, a type ii endoleak, that was predicted at the initial evar, was found to have caused aneurysm sac expansion. This endoleak was treated with an embolization procedure. However, the sac continued to expand and a type ib endoleak from the right side was identified. The patient underwent an additional procedure on (B)(6) 2019 to place an additional grafts to extend the iliac stent graft placed during the previous evar procedure and embolization of the right iia. The patient was asa grade iii and was under general anesthesia. A transverse right groin incision through the previous scar was made, the cfa was "slung" and a puncture was made. The j wire and 10fr sheath were inserted and the patient was given 5,000 units of heparin. The iia was cannulated with devices from another manufacturer. A soft tipped amplatz wire was inserted and the destination sheath was inserted. A 14mm x 8mm plug from another manufacturer was deployed into the iia with a good position. The distal end of the evar limb was cannulated with a device from another manufacturer and the position was confirmed. A lunderquist wire was then inserted into the arch. A bridging limb zsle-13-122-zt was inserted to the flow divider and deployed. A measuring "pig" was inserted, angiography was run and the external iliac artery (eia) was marked just prior to tortuosity. A zsle-13-56-zt limb extension was then deployed. During the final run, there was no evidence of a type ib endoleak. The sheath was removed and the vessel and skin incisions were sutured. Bleeding around the sheath was noted and hemoglobin (hb) was 87 at the end of the procedure. A packed red blood cell (prbc) transfusion was completed. Low molecular weight heparin (lmwh) prophylaxis was initiated the same day. Antiplatelet medication was to be commenced the following day. It was reported that the patient is "ok" now.